Event description:
The customer reported that the system failed to boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib battery was replaced, the backplane cable was reconnected and the system software was reloaded. The system was then found to be operating as intended.